Event description:
Discordant results were obtained on five patient samples tested for multiple assays on an advia 2400 instrument. The discordant results were not released to the physician(s).the samples were repeated on another advia 2400 instrument, resulting as expected. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered the top seal of the sample probe pump was partially occluded. The seal was replaced as well as a 7mm seal on the dilution discharge pump. The fse also repaired saline tubing and performed instrument decontamination. The cause of the discordant results is related to the malfunctions repaired by the fse. The instrument is performing within specifications no further evaluation of the device is required.